Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via voluntary maude report # mw5043944. It was reported that during left heart catheterization air embolization occurred. The target lesion was located in the circumflex/obtuse marginal artery. It was noted that there was no luminal irregularities in any of the arteries. During the procedure, 5 fl4 impulse guide catheter was in use. It was noted that during 3rd image of left sided arteries, air bubbles appeared in image of the artery. Patient was awake for 1-2 minutes after, then went unconscious for 4-5 minutes. Patient did not lose pulse, did require bag-valve-mask ventilation. Upon awakening, patient was talking, but could not form complete sentences. The result of the computed tomography (CT) scan of the head was negative. The procedure was completed with new sterile device. The patient regained ability to form sentences later that day.